Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Device related data quality updates only: a correction of fields # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # was required. D1 - brand name: previous brand name: servo-u, corrected brand name: base unit servo-u. D4 - version or model #: previous version or model #: servo-u, corrected version or model #: 6694800. D4 ¿ unique identifier (UDI) #: previous unique identifier (UDI) #: missing; corrected unique identifier (UDI) #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of received problem description, log files and service report. Our fse (field service engineer) was on site to investigate the issue further and checked and cleaned all seals. No leaks could be detected once the cleaning was performed. Fse did not found any other defects with the device and/or faulty parts. The root cause of the issue has been identified and resolved. The most probable root cause was that there was dirt on the seals.